Event description:
Carefusion infusion pump module infused 900c of IV fluid over a 2 hour period. Pump indicated it had only infused 387cc of fluid. Upon inspection it was discovered that the upper pinch valve in unit was sticking and had a much different tactile feel when pressed than the lower pinch valve.